Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Patient's mother claimed that upon removal of sensor pod, the sensor wire was detached and stuck underneath the adhesive. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).